Event description:
It was reported by a distributor that a burning smell came out of the pst300 surgical table while it was plugged to the mains inside the or, just before starting the surgery (patient was on the table). Immediately, users disconnected the power cord from the main and replaced the table with another one. No harm or significant impact to the surgical procedure was reported. Table functions could not be recovered. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Additional information was received and it was confirmed that no unintended movement occurred. However, it was reported that a burning smell came out of the pst300 surgical table while it was plugged to the mains inside the or and no table functions were available. No harm or significant impact to the surgical procedure was reported. The pst 300 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads and accessories to position patients during surgery, from the administration of anaesthetic to the actual surgery and recovery from anaesthetic. The tabletop sections and accessories must be intended for the combination with the operating table. The operating table is also used for task-related patient transfer within the operating theatre. The mobile operating table is only intended for use in human medical applications. The operating table was inspected by the distributor, and it was found that the power supply board was burned from the inside. Although there was no reported injury with this event, if the report of no table functions were available were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event. Further investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported by a distributor that a pst300 surgical table had an unintended movement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
In this event, the or table allegedly table had an unintended movement. There was no patient/user injury reported. The pst 300 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads and accessories to position patients during surgery, from the administration of anaesthetic to the actual surgery and recovery from anaesthetic. The tabletop sections and accessories must be intended for the combination with the operating table. The operating table is also used for task-related patient transfer within the operating theatre. The mobile operating table is only intended for use in human medical applications. The operating table was inspected by the distributor, and it was found that the power supply board was burned from the inside. Further investigation is ongoing, and the additional relevant information will be submitted in a supplemental report and the event will be categorized accordingly.

Event description:
It was reported by a distributor that a burning smell came out of the pst300 surgical table while it was plugged to the mains inside the or, just before starting the surgery (patient was on the table). Immediately, users disconnected the power cord from the main and replaced the table with another one. No harm or significant impact to the surgical procedure was reported. Table functions could not be recovered. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that a burning smell came out of the pst300 surgical table while it was plugged to the mains inside the or and no table functions were available. No harm or significant impact to the surgical procedure was reported. The pst 300 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads and accessories to position patients during surgery, from the administration of anaesthetic to the actual surgery and recovery from anaesthetic. The tabletop sections and accessories must be intended for the combination with the operating table. The operating table is also used for task-related patient transfer within the operating theatre. The mobile operating table is only intended for use in human medical applications. The operating table was inspected by the distributor, and it was found that the power supply board was burned from the inside. It is suspected that the inductor burnt is caused by short-circuited when table power cable is connected to main power. Although there was no reported injury with this event, if the report of no table functions were available were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.